Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criterion medically significant), device breakage ("fracturing of the implant"), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), nausea ("nausea"), asthenia ("weakness"), abdominal distension ("bloating"), alopecia ("hair loss"), mood swings ("mood swings") and memory impairment ("memory problems"). The patient was treated with surgery (hysterectomy, surgery to remove the essure implant on (B)(6) 2014). Essure was withdrawn. At the time of the report, the uterine perforation, device dislocation, device breakage, genital haemorrhage, pelvic pain, nausea, asthenia, abdominal distension, alopecia, mood swings and memory impairment outcome was unknown. The reporter considered uterine perforation, device dislocation, device breakage, genital haemorrhage, pelvic pain, nausea, asthenia, abdominal distension, alopecia, mood swings and memory impairment to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of implant (device dislocation), perforation of organs, fracturing of implant (device breakage) and heavy bleeding (genital haemorrhage), amongst non-serious events. Plaintiff underwent a hysterectomy with essure removal almost three years after insertion. Due to the reported hysterectomy, perforation of organs was regarded as uterine perforation. All events are anticipated in the reference safety information for essure. The exact time point and mechanism of uterine perforation, device dislocation and device breakage are not known, however, considering their nature, a causal relationship between these events and essure cannot be excluded. During essure therapy, abnormal genital bleeding and menses pattern changes may occur. Given the temporal relationship and the lack of alternative explanation, genital haemorrhage was considered related to essure. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of implant (device dislocation), perforation of organs, fracturing of implant (device breakage) and heavy bleeding (genital haemorrhage), amongst non-serious events. Plaintiff underwent a hysterectomy with essure removal almost three years after insertion. Due to the reported hysterectomy, perforation of organs was regarded as uterine perforation. All events are anticipated in the reference safety information for essure. The exact time point and mechanism of uterine perforation, device dislocation and device breakage are not known, however, considering their nature, a causal relationship between these events and essure cannot be excluded. During essure therapy, abnormal genital bleeding and menses pattern changes may occur. Given the temporal relationship and the lack of alternative explanation, genital haemorrhage was considered related to essure. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.